Event description:
It was reported that during a bariatric lap gastric sleeve procedure there was a leak. The leak occurred 6 days post op.

Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Was there any pre-operative chemo/radiation therapy? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What color cartridge used in the psee60a endocutter device? Was there any difficulty noted with the device during the initial procedure? What is the current status of the patient?